Event description:
The information received indicated that during a percutaneous coronary intervention (pci) was conducted to treat the target lesion in the mid to distal right coronary artery (rca) the lesion was pre-dilated with a (B)(4). After ivus was conducted, a 3.5 x 23mm 1st cypher select plus was being delivered to the target lesion, but it became stuck proximal to the target lesion and it did not reach the target lesion. While it was being pulled back into the guiding catheter, the proximal end of the stent became caught at the tip of the guiding catheter and the stent flared at the proximal end. The cypher select plus was retrieved from the patient. Pre-dilation with a 3.5 x 15mm balloon (I-bp) was thoroughly conducted and a 3.5 x 33mm cypher select plus was implanted at the target lesion and the procedure was successfully completed. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. The target lesion was 99% stenosed, de novo, heavily calcified, moderately tortuous hard and long.

Manufacturer narrative:
Concomitant medical products: runthroughhp guidewire, taiga 3drca guide catheter, balloons: (B)(4) and I-bp 3.5/15mm, terumo sheath. The device is not available for evaluation and testing. The device is not distributed in the us, however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received indicated that during a percutaneous coronary intervention (pci), the proximal stent struts flared while removing the stent from the patient after unsuccessful attempts to deliver the product to the target lesion. Pci was conducted to treat the target lesion in the mid to distal right coronary artery (rca). The lesion was described as de novo, 99% stenosed, heavily calcified, moderately tortuous and long. The lesion was pre-dilated with a 3.0 x 15mm ikazuchi balloon revolution. After ivus was conducted, a 3.5 x 23mm cypher select plus was being delivered to the target lesion, but it became stuck proximal to the target lesion and it did not reach the target lesion. While it was being pulled back into the guiding catheter, the proximal end of the stent became caught at the tip of the guiding catheter and the stent flared at the proximal end. There was no excessive force used during withdrawal. The cypher select plus was successfully retrieved from the patient. Pre-dilation with a 3.5 x 15mm balloon (I-bp) was thoroughly conducted and another cypher, a 3.5 x 33mm cypher select plus, was implanted at the target lesion successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. The product was not returned for evaluation. Review of lot 15222603 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Nonconformances: no nonconformance records were issued for this lot. Process monitoring: no excursions were found for lot 15222603. Pre-sterile assy cypher select subassembly lot 15222617 was reviewed. It was observed during review of this lot that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4) units were rejected during the assembly of lot 15222617. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Fpi and lpi crossing profile test results were reviewed and no anomalies were found. Calibration records for pin gauge, with calibration ID: (B)(4) were reviewed, and it was found that the equipment/tool was calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for crimper machine, with equipment ID: (B)(4) were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The IFU indicates that should any resistance be felt at any time during either lesion access or removal of the sds pre-stent implantation, the system should be removed as a single unit. When removing the sds as a single unit, do not retract the delivery system into the guiding catheter or sheath. Failure to follow stent/sds removal instructions and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or sds components. Based on the information provided, the failed attempts to deliver the product to the target lesion may be due to the heavy calcification and vessel tortuosity. The proximal stent strut uplift reported may be attributed to the attempt to pull the product back into the guiding catheter. Based on the information provided, there are possible vessel characteristics and procedural factors that may have contributed to these events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore, no corrective action is required.

Manufacturer narrative:
Additional information was received that indicated there was no information of any excessive force being applied during withdrawal. The physician did not indicate the removal method of the stent delivery system. Additional information will be submitted within 30 days from receipt.